Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the mobile programmer application generated patient data package (pkg) file contained portable document format (pdf) files with device data for three different patients. The pkg file was exported to an external patient data management system and the patient data from one patient's procedure was captured in another patients profile on the external patient data management system. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis: performance data collected from the mobile programmer was received and analyzed. Analysis found the customer comment that the mobile programmer application generated patient data package (pkg) file contained portable document format (pdf) files with device data for three different patients was confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the mobile programmer application generated patient data package (pkg) file contained portable document format (pdf) files with device data for three different patients. The pkg file was exported to an external patient data management system and the patient data from one patient's procedure was captured in another patients profile on the external patient data management system and incorrect treatment was subsequently provided based on the other patient's data. No patient complications have been reported as a result of this event.